Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose level was fluctuating over the past several hours. She changed the infusion set once but her blood glucose level started to rise again. Customer's blood glucose level was 428 mg/dl. The customer was bolusing to treat for the high blood glucose level. The customer was very thirsty. Her blood glucose went down to 319 mg/dl in one hour. The device was not returned.